Event description:
It was reported when puncturing lymph nodes with the single-use aspiration needle, the knob does not secure the needle to the endoscope. Therefore, the needle could not longer be blocked/stabilized during sampling. The defect was noticed at the beginning of the diagnostic procedure during the first lymph node puncture, so the operating time was extended by a few minutes. There was no reported patient impact.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The subject device was not returned. However, a similar device from the same lot was returned, evaluated, and the user¿s report was not confirmed. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿before pushing the needle slider, confirm that the needle adjuster is fixed firmly. Be sure to firmly fix the needle adjuster. Otherwise, it could cause excess extension of the needle from the distal end of the sheath and perforation, bleeding, mucous membrane damage may result. If you feel excessive resistance while operating the needle adjuster lever, release the needle adjuster lever once and fix it again. Otherwise, it could damage the needle adjuster lever and patient injury, such as perforation, bleeding, or mucous membrane damage could result pull the needle slider on the hand side until you feel a click.¿ based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators think that the reason why the needle adjuster could not be fixed is that the needle adjuster lever was slid into the convex position, rather than into the groove near the scale on the handle. Olympus will continue to monitor the field performance of this device.